Manufacturer narrative:
Product analysis: it was determined during analysis that the device failed incoming testing due to a defective display. Analysis also noted that the hanger assembly was worn, and the device battery voltage was low. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.